Event description:
It was reported that a patient presented to hospital for a generator change procedure and the noise over sensing with inappropriate mode switch and low pacing impedance were additionally identified on the atrial lead. Therefore, the physician elected to cap and replaced the chronic atrial lead on (B)(6) 2025. The patient was stable throughout the procedure.